Manufacturer narrative:
An investigation was conducted: it was reported that on (B)(6) 2025, the c-arm elevated without command during exposure. A field engineer (fe) examined the equipment and found that 4.2 pounds of compression was used on one image a 0 compression was used on a different one. System log files were reviewed and revealed the left side control insert was activated during the time of c-arm movement. The fe replaced the c-arm control inserts as a precaution and re-educated the customer that compression force under 5lbs won't register and will still allow c-arm movement. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the control inserts were replaced. The control inserts were replaced; however, no parts were returned for further investigation. The right control insert was 3,698 days old at the time of replacement, and the left control insert was 3,683 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to user error. The log files indicated that the left side control insert was activated to move the c-arm down while there was recorded patient compression of 4.2 lbs. In the dimension systems, the c-arm will move when commanded if the compression force is at or below the motion lockout force of 5lbs. Vertical movement and rotation of the c-arm are restricted when compression force over 5 lbs. Is applied. Motion is permitted with or without compression when the force is at or below 5lbs. In this case, the force was 4.2 lbs. During the upward movement of the c-arm, therefore c-arm movement occurred due to a switch being pressed. There was no detected compression force until after the c-arm was moved back up. Sections of the selenia dimensions user guide caution that the c-arm vertical movement and rotation are disabled when compression force is applied and the lockout force of 5lbs can be configured. To reinforce this guidance, the fe re-educated the customer that compression force under 5lbs won't register and will still allow c-arm movement. The gantry switches, control inserts, and footswitches are all the control components for vertical c-arm movement, however, there were no issues identified or reported with these components. The likely cause is due to an inadvertent activation of the c-arm. Further investigation could not be performed as the part was not returned. Based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. The risk level did not change from what is documented in the dimensions risk file and is considered very low based on the occurrence. Due to the limited information provided and lack of part return, the root cause of the control insert failure is likely due to an inadvertent activation of the c-arm. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history showed that the left side control insert was previously replaced on (B)(6) 2015. The reason for the replacement was not communicated. There were no additional complaints for or related to the control inserts. System product code: sdm-00001-3d, serial number: (B)(6), event date: 17apr2025, system manufacture date: 30jan2015, system installation date: 03mar2015, date of last preventative maintenance (pm): 06mar2025. Note: this device was manufactured on january 30th, 2015, predating UDI requirements set by the FDA enforced on september 24th, 2016. As direct part marketing was unavailable, there was also no photo available within the DHR to identify the UDI number. Therefore, a UDI cannot be provided.

Event description:
It was reported on (B)(6) 2025, that the c-arm on a selenia dimensions mammography system, 3d elevated on its own during an exposure. A field engineer was dispatched to evaluate the system. The field engineer found that the customer did not use the minimum compression weight needed to disable the system buttons. Additionally, the field engineer found that the left side switch needed to be replaced. The field engineer replaced the switches on the system and confirmed that the system is now working in accordance with manufacturer specifications. No patient or user injury was reported.